Event description:
It was reported that during replacement of this patients implantable cardioverter defibrillator (ICD) due to normal battery depletion, right ventricular (rv) high out of range shock impedance measurements were observed. The physician elected to test the system integrity by performing commanded shocks of 1.1 joules and 41 joules. The shock impedance measurements during the tests were 46 ohms and 51 ohms respectively. After the test, the physician continued with the device replacement and during the procedure, a thick fibrotic capsule was found. The new device was successfully implanted and after connecting it to the lead, optimal shock impedance measurements were confirmed. Of note, the pacing impedance was found to be in range. No additional adverse patient effects were reported. Evidence suggests that this rv lead remains in service, and the impedance trend is being remotely monitored.